Event description:
On 2/3/2023, it was reported by an arthrex employee via email that an ar-3636 knotless fibertak loop did not tighten and got stuck after the shuttle suture relayed. Surgeon removed it and used a new product to complete the case. This was discovered during a procedure on (B)(6) 2023. Additional information received on 2/6/2023: this was discovered during a labrum repair procedure and bankart injury. After the fibertak got stuck, the surgeon cut the suture part of the product with a shaver and removed it, but the anchor part could not be removed and is still left in the patient's body. The surgery was completed using pushlock anchor.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.